Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion1x16 perc lead kit-50cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit 30cm the explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation due to high impedances from the splitter connection. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively.